Event description:
It was reported that the patient presented to the ER, pre-syncopal and intermittent capture was observed on the chronic rv lead. The lead placement was good. Surgery was performed to check for septum damage or set screw issues. It was observed at surgery that the lead had a small nick in the outer insulation and was pulled back. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.